Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as a straight iliac artery. One bifurcated stent graft, the aneurx was on the right (MFR report# 2953200-2011-01627) and two endurant limbs were placed on the left. Ivus confirmed they were good. It was reported that the pt presented with a cold left leg. The CT demonstrated that the left iliac limb was occluded. (MFR report# 2953200-2011-01624, MFR report# 2953200-2011-01625 and MFR report# 2953200-2011-01626). The physician began thrombolysis therapy which resolved the occlusion of the stent graft by the next morning. After the thrombolysis there was no evidence of the stent stenosis in either limb. There were no kinks, folding, or any defect noted in the iliac stent graft. Later that same day, the pt suffered an intracranial bleed and expired. The pt had arterial fibrillation and was not on anticoagulation, so the pt may have had an embolism resulting in the occlusion in the iliac limb.

Manufacturer narrative:
(B)(4): results: death, occlusion, bleeding. Cause of events are unk. Conclusions: cause of events are unk.